Event description:
It was reported that the right ventricular lead impedance gradually increased, and was high. The lead impedance alert threshold was reprogrammed, and the lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance gradually increased, and was high. The lead impedance alert threshold was reprogrammed, and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.